Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected, non-reproducible vitros na+ results obtained from a single patient sample and a single level (l2) of non-vitros biorad assayed chemistry control, lot 89770 control using vitros na+ slide lot 4216-1188-1229 on a vitros 350 chemistry system. Patient sample vitros na+ result of 138.6 vs. The repeat vitros na+ result of 128.8 mmol/l biorad l2 control vitros na+ result of 135.6 mmol/l vs. The expected result of 127.5 mmol/l (the may 2026 peer mean value) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros na+ result obtained from the patient sample was not reported outside of the laboratory. The higher-than-expected vitros na+ result obtained from the biorad l2 control was obtained from a non-patient quality control sample. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 614853.

Manufacturer narrative:
The investigation determined that higher than expected, non-reproducible vitros na+ results were obtained from a single patient sample and a single level (l2) of non-vitros biorad assayed chemistry control, lot 89770 control using vitros na+ slide lot 4216-1188-1229 on a vitros 350 chemistry system. The assignable cause of the higher than expected biorad l2 control and patient sample results was most likely an instrument related performance issue. Acceptable vitros na+ performance was obtained after a quidelortho field engineer went on site and replaced the sample metering pump and sample metering tubing and made all necessary adjustments. The qo fe also inspected the drop sensor and adjusted the electrolyte reference fluid (erf) metering dispense, performed routine daily maintenance and calibrated vitros na+ slide lot 4216-1188-1229. Although no pre-service diagnostic vitros na+ within-run precision test was performed to assess if the vitros 350 chemistry system was malfunctioning, the customer stated the imprecision had occurred since november 2025, and there was no report of imprecision after the service actions were completed. A vitros na+ slide lot 4216-1188-1229 performance issue cannot be completely ruled out as a review of historical quality control results determined vitros na+ slide lot 4216-1188-1229 was not performing as intended. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros na+ slide lot 4216-1188-1229.